Event description:
Handle of an ijig disposable instrument broke off during impaction onto the femur. There was no adverse impact.

Manufacturer narrative:
Handle of an ijig disposable instrument broke off during impaction onto the femur. There was no adverse impact. Review of the device history record indicates that the device was manufactured to specs.